Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested during evaluation with no occurrence of system error 322. Review of the history log confirms to reported system error 322. Evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.